Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an "expired, set new sensor" message on the same day of applying an adc freestyle libre sensor. Customer experienced sweating and tachycardia and had contact with an hcp who provided "glycogen" as treatment. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The sensor (B)(4) was returned and investigated. Visual inspection has been performed no the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. A sensor found to be in sensor state 5 (indicating normal termination). The returned sensor plug was observed to be properly seated in the mount. Removed sensor plug assembly and performed a visual inspection, no failure mode was observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving an "expired, set new sensor" message on the same day of applying an adc freestyle libre sensor. Customer experienced sweating and tachycardia and had contact with an hcp who provided "glycogen" as treatment. There was no report of death, serious injury, or mistreatment associated with this event.